Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that there were cracks in the outer enclosures. The enclosure screw holes were damaged. A functional evaluation revealed the unit passed the weight test. Normal oil residue was noted at the proximal joint. The distal joint was normal. The hinge joint was stiff. The complaint was confirmed and the root cause has been associated with damaged pressure rings. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair set and inspection the spider tenet locking joints were not moving freely. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.